Event description:
Procedure: esophagogastrectomy. According to the reporter: the surgeon fired the stapler, staples did not deploy and stuck inside the jaw. The device did not fire and there was an unknown amount of blood lost. The operative time extension was not identified.

Manufacturer narrative:
Date of report: 24 september 2007.